Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-1414. It was reported the pt was not receiving effective stimulation on the right occipital side (off label use). An sjm rep met with the pt and reprogramming was unable to resolve the issue. Fluoroscopy showed the right lead has migrated. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.